Manufacturer narrative:
On 5-31-16 an ocd field engineer (fe) arrived at the customer site the fe found the wash block leaking and wet. The fe installed a new wash block. The fe found the syringe tight and binding. The fe installed a new syringe. After repairs, diagnostics passed pipetting tests. The fe verified operation by processing controls and dat. The customer accepted controls and operation as correct. Repairs have returned this instrument to expected operation.

Event description:
The ortho provue gave false negative results for a sample positive in manual gel. Incorrect results were reported. Corrected reports have since been issued for the affected samples. There was no reports of harm to any patient or operator. (B)(4).